Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer was unable to self-treat and self-presented to the hospital where a healthcare professional (hcp) administered insulin (dose/type unknown), unspecified intravenous fluids, and anti-nausea medication, juice, sweets, sodas for treatment. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 53 mg/dl was compared to a reading of 430 mg/dl obtained on a competitor brand meter. The length of sensor wear was 3 days. When the results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.